Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A skin reaction at the insertion site while wearing an abbott diabetes care (adc) device was reported. As a result, the customer experienced a hematoma and was unable to provide self-treatment. The customer had contact with a non-healthcare professional (non-hcp/daughter) who applied an unspecified cream as treatment. There was no report of death or permanent injury associated with this event.